Event description:
It was reported that following open heart surgery, the right atrial lead became dislodged. It was also noted that the right atrial lead had blood in its insulation. Additionally, the right ventricular lead was attempted to be repositioned, due to variable r-waves; however its helix could not be redeployed. Both right atrial and right ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected adverse event. Evaluation summary: (B)(4): no anomalies found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism. (B)(4): all insulators breached cut; the full lead was returned for analysis. The proximal conductor was found distorted. Blood/body fluid was observed on all conductors (not obstructed) and blood was observed in/on the helix mechanism. The lead was stretched. Apparent explant damage.